Event description:
It was reported that the pump screen was broken, resulting in a malfunction where the screen remained black. There was no reported impact to the customer's blood glucose level. Action was taken to initiate the return of the device for further inspection, and a replacement pump was arraigned.